Event description:
It was reported a screen calibration problem occurred; calibration settings were done but the problem could not be solved. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen. A stylus calibration didn't solved the problem. Touch screen (overlay) found out of electrical specification. It was noted the cable of the stylus was damaged but was working correctly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.